Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 8mm in length and 90% stenosed target lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x8mm liberte stent delivery system was advanced to the lad and could not cross the lesion and a strut on the stent became bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 8mm in length and 90% stenosed target lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x8mm liberte stent delivery system was advanced to the lad and could not cross the lesion and a strut on the stent became bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with no other devices. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent in the first two distal rows. The distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).